Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. The device was returned unrepaired per customer request. In addition of the above evaluation, during the 30 second run-in evaluation of this device e-282 occurred, we charged the internal battery which was depleted. Rubber feet are missing, handle is damaged, front case is damaged, power cord clamp is missing, which was not related to the malfunction/issue.